Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2022-17245; related manufacturer reference number: 2017865-2022-17243. It was reported that the patient has an infection related to the implant procedure. The system was explanted to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that cultures confirmed a bacterial infection. In addition to the system explant, the patient was prescribed antibiotics to treat the infection.